Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 came off the track while being opened. The full height drawers 3 & 4 produced a clicking noise when closing. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. As per part investigation, it was determined that slide bumper was missing and retainer cages had migrated from their intended position. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer coming off track was confirmed by the fse. According to work order (wo) (B)(4), the field service engineer (fse) identified that the main half-height drawer 2.1 was hard to open and close because the drawer slides were coming apart. The fse replaced the drawer and ran the hardware test application final test. External visual inspection of the received smart cubie drawer hh was conducted. No visible damage was found during the inspection. Dchu inspection revealed that the retainer cages had migrated from their designated position resulting in unintended exposure of the ball bearings. Additionally, the slide rail was missing the slide bumper, contributing to compromised drawer stability and alignment. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cages had migrated from their intended position, resulting in the unintended exposure of ball bearings within the rail mechanism.